Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and found the na reference electrode and carbon bridge were defective. The fse replaced the na reference electrode and carbon bridge to resolve the issue. The fse performed ise calibration and integrity verification check, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned patient results on ion selective electrode sodium, potassium, chloride and carbon dioxide due to low anion gap values on their dxc 600 pro clinical chemistry analyzer. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.